Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the was used. Functional testing and visual tests were conducted with the returned device. The customer problem was not duplicated; however, event history log review recorded many upstream occlusion alarms. Visual check found no errors but received dso=19psi. The root cause of the problem was the dso sensor. The service history review identified the repair was related to a previous service of the device. As a result, the dso/uso sensors were replaced. The device then passed all function and delivery tests following replacement.

Event description:
It was reported that the device produced a problem when priming with water. The device also exhibited an upstream pressure alarm. There was unknown patient involvement.